Event description:
Patient underwent uneventful ilasik on both eyes on (B)(6) 2012. Patient underwent enhancement for right eye in (B)(6) 2013 using the intralase to repeat the side cut. Patient was referred back to the center on (B)(6) 2014 by affiliate for evaluation of epithelial ingrowth in right eye. Surgeon elected to lift the flap and remove the epithelial ingrowth.

Manufacturer narrative:
(B)(4). (Epithelial ingrowth).(additional intervention - flap lift and rinse).the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.